Event description:
It was reported that the recharger stopped charging the implantable neurostimulator (ins). Normal use, but cables were worn down may have contributed to the issue. They tried resetting the recharger and replugging everything but noticed the broken cables. The recharger was replaced with a wireless recharger (wr). The issue was resolved. The desktop charger (dtc) was returned with no allegations; however, analysis identified an anomaly.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, : h3. Analysis of the desktop charger (s/n: unknown) found the plug/connector from the power supply was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.